Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, d6b, g4, h4, h6.

Event description:
Patient reported "rupture", "capsular contracture" and "seroma". Later, healthcare professional reported rupture. Later, healthcare professional reported "breast shape deformation and pain that was caused device rupture". Surgical intervention: capsulectomy. This record is for the right side. The device has been explanted and replaced with a non-abbvie device. The device will be returned. It has later been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be unreported.

Manufacturer narrative:
The event of capsular contracture and seroma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma, and rupture.

Event description:
Patient reported right side "rupture", "capsular contracture baker grade unknown" and "seroma". The device status is unknown.